Event description:
Resident caught neck just below the chin between the bed mattress and half upper siderail requiring all transport to local hosp upon return to ltc facility had a seizure in the ambulance and was transported back to the emergency room for re-eval. Space between head rail and mattress when depressed is 5-6 inches.